Event description:
During preventative maintenance, a review of the device log found error 51 which will require replacement of a part.

Event description:
During preventative maintenance, a review of the device log found error 51 which will require replacement of a part. The battery and membrane were replaced. The rj11 cap was found torn and was replaced. The flexible ic flex binder was replaced due to error 51 (3x) found in the device log. After repair, device was found to meet specification.